Manufacturer narrative:
Only the month (B)(6) and year (2020) of the aware date are known.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse was unable to place the catheter on the premature infant. No ontward patient effects were reported. An i.v catheter from an alternative vendor was used on the patient.